Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an anterior prolapsed leaflet. The steerable guide catheter (sgc) and the mitraclip were prepared per IFU. Once the sgc and mitraclip were placed in the patient and the mitraclip was steered down to the anterior2/postirior2 (a2/p2) leaflets and were caught into the chords on the anterior side. Troubleshooting was performed unsuccessfully and they were unable to invert the clip. The decision to deploy the clip on the anterior leaflet was made. No additional clips were implanted. The final mr remained unchanged at grade 4+. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. The reported foreign body in patient and mitral valve insufficiency/regurgitation appear to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only on the anterior leaflet. The reported patient effect of mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a